Manufacturer narrative:
(B)(4). It was reported that mesh implanted due to uterine prolapse, grade 3 cystocele and grade 3 rectocele. It was also reported that patient underwent mesh resection (B)(6) 2007 due to posterior mesh exposure and dyspareunia. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/27/2016. It was reported that the patient underwent a surgical procedure and mesh was implanted concurrently with operative laparoscopy with a supracervical hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy.